Event description:
During preventive maintenance inspection, the device was found to intermittently work on battery source. There was no pt involved with the reported incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on battery power. Physio control will be replacing the power supply assembly to repair the device. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.